Event description:
A physician reports that a patient underwent cataract surgery with implantation of the crystalens. Postoperatively (date unknown), the patient presented with capsular contraction syndrome (ccs) due to anterior phimosis. The ccs induced 2.0 d of astigmatism. The implanting physician consulted with one of his peers, and they believe the root cause of the ccs is related to the patient's early discontinuation of postoperative topical steroid eye drops. The onset of the patient's symptoms coincided with the discontinuation of steroids. The patient has resumed use of topical steroids.

Manufacturer narrative:
Device remains implanted, and is, therefore, not available for evaluation. Root cause: according to the physician, the event is believed to be related to the patient's early discontinuation of postoperative topical steroid eye drops.